Event description:
Customer reports via phone that during an undetermined urology procedure on a male patient (age unknown), the system generator console failed. Staff brought in a portable c-arm fluoro unit and the procedure was completed without further incident. No reported injury. Customer provided no further patient or procedural information, other than to say the patient is fine.

Manufacturer narrative:
Field service engineer (fse) investigated console electronic burning smell and no response from touchscreen, and replaced the generator console. Fse verified operation per service manual and returned the unit to full service.